Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was requested to interrogate this device as the patient noted that the device was vibration in the shoulder and the patient complained of feeling 'funny'. Interrogation note that that safety switch for the right atrial lead was activated and the device was in unipolar pacing resulting in muscle spasms. The right atrial lead measurements showed low out of range pacing impedance measurements in the bipolar and unipolar configuration. A right atrial insulation issue was suspected. The patient was pacing 21% in the atrium, and no issues were seen on the right ventricular lead. The device was reprogrammed to vdd and the lead safety switch was reset to enable bipolar sensing. An x-ray was ordered no adverse patient effects were reported. The device and right atrial lead remain implanted.

Event description:
Additional information noted that no x-ray was performed as reprogramming was sufficient.